Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to a difficulty closing the foot may include, but not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, one prostyle suture was preplaced well. The second prostyle had footplate issue; the lever closed yet the feet did not retract into the guide. The third prostyle deployed but was thought to be "sketchy". Oozing was noted, and an 11f sheath was introduced to control the oozing. The sheath was upsized to a 24f sheath, and the tavr procedure was completed. After the procedure, the suture of the third prostyle failed. Five other prostyle devices were deployed. The footplate lever was closed yet the footplate did not close for these devices. The vessel was "shredded" after prostyle use with bleeding more than pulsatile. A blood cell saver was used. A surgical cut down was made with patch angioplasty used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.